Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes the tear at the balloon could affect the functionality of the device. Product analysis confirmed a device issue. Device history record review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Device technical analysis: the balloon component was visually and microscopically examined; several folds were identified in the balloon shell, and a tear was identified at the sphere-adapter junction. The damage appears to be consistent with material fatigue. Inspection of the remainder of the device, revealed no other damage or irregularities. The cuff component was examined and tested for leaks. Cuff shell folds were identified in the cuff; however, no pinholes or tears were identified under microscopic analysis. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this pressure regulating balloon (prb) was returned to boston scientific without allegation. Upon analysis a device problem was identified.